Event description:
It was reported: total left knee poly swap for normal wear to address laxity in joint space.

Manufacturer narrative:
It was noted that the device is not available for evaluation. If additional information is received, it will be provided in a supplemental report upon completion of the investigation.